Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced multiple low blood glucose events which has led to a low a1c number of 5.8. The customer's blood glucose levels were unknown at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer was getting random no delivery alarms. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.